Event description:
The reporter stated that the surgeon inserted an aq2010v silicone three piece lens, but one haptic kinked and wouldn't straighten out. The lens was cut into pieces to remove from the patient's eye and there was no patient injury, no enlarged incision or sutures.

Manufacturer narrative:
Evaluation results - visual inspection of the returned product found half of the lens optic and both haptics torn off and missing. There was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.